Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that he has experienced hyperglycemia due to the basal rates on the infusion device automatically changing. Pt adjusted the basal rates in the middle of (B)(6) 2011, and the changes were saved correctly. He experienced blood glucose levels of 2 mmol/l (36 mg/dl) higher than normal in (B)(6) 2011. He viewed the hourly basal rates and found some changes that he did not make, and he corrected the rates. On (B)(6) 2012, pt noticed the hourly basal rates from 4:00 am - 12:00 pm were 0.1 units lower than the amount he programmed. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.